Event description:
Caller reported active system blood glucose results of 70 mg/dl, 219 mg/dl, and 168 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4): strips not available for return.